Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the thrombectomy procedure, the subject distal access catheter broke off while inside the patient anatomy. The physician was able to completely retrieve the broken portion of the subject distal access catheter into a balloon catheter using a stent retriever that was already in use during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The reported lot number was confirmed from the packaging and the hub. During visual inspection, the catheter shaft was broken and detached at 48cm from the distal end. There was evidence of stretching to the fracture site. There was some deformation/ waviness noted to the catheter shaft at 10cm from the distal end. The catheter was bent at 20cm from the distal end. No other anomalies were noted. A functional test was not performed due to the condition of the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was tortuous. The device was returned and confirmed to be broken, stretched, deformed and kinked, this damage is consistent with advancing/ retracting through tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the thrombectomy procedure, the subject distal access catheter broke off while inside the patient anatomy. The physician was able to completely retrieve the broken portion of the subject distal access catheter into a balloon catheter using a stent retriever that was already in use during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.